Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp2576 showed one other similar product complaint(s) from this lot number. Device not received.

Event description:
It was reported that the hcp was inserting a PICC line for a patient and the PICC was not advancing smoothly. It was the beginning of the procedure and I had not passed the introducer with the PICC yet. I had a suspicion the something did not feel right so I removed the PICC out of the introducer, and placed it on sterile field beside the patient. I then flushed with saline and about 3 cm of stylet flushed out the tip of the PICC. Please note I checked wire and flushed line prior to insertion.